Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 38 motor stall messages during a supply change, generated an ¿unable to proceed¿ alert, and repeatedly prompted the user to restart, after which the alerts recurred; the user interface also indicated to enter blood glucose or connect cgm with dosing scheduled to stop in two hours. Symptoms included no reported change in blood glucose and no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued cgm use via phone or receiver while awaiting a replacement device. Investigation included remote troubleshooting with manual restart attempts and arrangements for replacement and device return. Investigation of this device revealed a malfunction consistent with a motor stall affecting the insulin delivery mechanism, with recurrence after restart, which aligned with a device operational failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the motor/drive system leading to a stall condition.